Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that at this time, they are unsure of the cause of death. The customer's blood glucose at the time of death was 21 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump that the customer was wearing at the time of death was an older model, back-up, insulin pump that they used while waiting for a replacement insulin pump to arrive. At the time of the phone call, an upload to the carelink was not possible since the device had been without a battery for over ten days. The caller declined returning the insulin pump for analysis and stated that they will take it to a diabetes center and attempt an upload there.